Manufacturer narrative:
At this time, the instrument has been returned for evaluation. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) did not pass energy. It was replaced by another fbf, which was in the room. After cleaning, it was observed that the black power wire was broken. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicon potting. A piece approximately 6.42 mm x 0.88 mm was found to be broken off. The broken piece was not returned with the instrument. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips and confirming a complete break in the wire. The continuity test was performed on each grip and current flow was not detected across one grip tip. No thermal damage was found on the instrument. Components adjacent to this broken conductor wire do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.